Event description:
The account alleged that the hilow will go up by itself. No injury reported.

Manufacturer narrative:
The account replaced the switches but the issue remains. No further information is available on the repair of the bed at this time.